Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer went to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose (bg) level of 720 mg/dl with trace ketones the customer was treated with intravenous fluids of saline and insulin at the hospital. The customer reported having kidney damage and confusion caused by swelling to the brain identified by healthcare provider as permanent damage. The customer was released from the hospital on (B)(6) 2023. Systems check with tandem technical support confirmed pump is functioning as intended.